Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son's insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer's mother stated that there was leak in the reservoir that exposed pump to the liquid. Customer was advised that we are sending replacement pump.